Event description:
It was reported that the patient occasionally has pain in his left hip. He can't walk long distances and gets very fatigued. He also states that he has trouble lying on his left hip and has a lot of aching. He takes ibuprofen a few times daily to relieve the discomfort. He does a great deal of walking and climbing stairs due to the nature of his work and it is very difficult. His doctor recommends that the has an MRI and blood work.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.